Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device is failing internal leakage test, pressure transducer test and flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. Control printed circuit board (pcb) was checked and needs to be replaced to resolved the issue. Defective control printed circuit board (pcb) may lead to high pressure or stop of ventilation. No parts were returned for investigation. The root cause of the event has not been determined.